Event description:
It was reported by service report that the siderail cannot be locked in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pivor arm corroded on siderail.